Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, left asr xl acetabular system, reason for revision: pain. Update from (B)(6) spreadsheet (B)(6) 2011: reason for revision, products, desc. Update: lot codes received (B)(6) 2012. Update - marked as legal, added kid, amended implant date and revision date. Taken from kennedys email dated (B)(6) 2014 update - amended implant and revision date, added stem and sleeve and all expiry dates. Taken from claimsuite dated (B)(6) 2015. Surgery date: (B)(6) 2010. Date of revision: (B)(6) 2011.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.